Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0649 showed no other similar product complaint(s) from this lot number.

Event description:
Purpose of use: central venous infusion. Use basis: follow doctor's advice. Usage: the patient underwent central venous infusion after lung cancer surgery, which reflected the swelling of the left upper limb. The doctor found that thrombus was formed after examination. The catheter was removed and thrombolytic treatment was performed. The patient¿s symptoms disappeared. Impact on the victim: swelling of the left upper limb, forming a thrombus. Time to take treatment measures: (B)(6) 2020. Take treatment measures: remove the catheter and treat with thrombolysis time for improvement of adverse events: (B)(6) 2020.